Event description:
It was reported that the lead became dislodged. Capture in all vectors was high (greater than 5 volts at 1.0 ms) which caused intermittent diaphragmatic stimulation to the patient. The lead was extracted. A new lead was not replaced at the time of extraction due to occlusion of the subclavian vein and an inability to access the venous system. It was noted that the lead insulation may have been damaged during explant. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, stretched and had blood/body fluid on them (not obstructed).